Event description:
The reporter contacted lifescan to report that the subject meter was not powering on. The reported issue was not resolved with troubleshooting. There was no allegation of harm or injury.

Manufacturer narrative:
The 510(k) # is k080639. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.